Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 12f sheath and the evar was completed. Reportedly post procedure, the knot of the second proglide device could not be advanced. The knot of the first proglide device was only tightened "lightly". An attempt was made with a prostyle device; however, a cuff miss occurred. An attempt was made with another prostyle device; however, a cuff miss also occurred. The knot of the one (first) proglide that had been pre-placed was tightened down completely and sufficient hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.